Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass roux-en-y procedure, on the 8th firing the staple line was incomplete. Sutures were used to close the staple line. There was no patient consequence.